Event description:
It was reported that an ilet charger concern occurred in which the user needed to manipulate or wiggle the device to initiate charging, and a replacement charger was sent to the customer. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included a review of complaint details and device use context. Investigation of this case revealed a suspected intermittent connection or charging interface issue. It was concluded that the event was related to a device component malfunction of the charging system and that replacement was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.